Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure using the subject device, the endoscopic image flickered and disappeared. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus (B)(4) checked the subject device and found followings. The reported phenomenon was not duplicated. There were moisture on the printed-circuit board. The other printed-circuit board was damaged. The video connector socket was worn out and could not hold any camera head. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the locking mechanism was broken and the connector connection became loose due to device handling such as removing the video connector without unlocking it. If the connector connection is loose, the electrical contacts become unstable, the image signal from the scope cannot be transmitted continuously to the video processor, and image flicker or image loss may occur. In addition, it is presumed that the moisture adhesion on the printed-circuit board was due to a humid environment of use and/or storage for a long time.